Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that approximately four months following intraocular lens (iol) implant surgery, the lens was exchanged for another lens of one diopter less power due to an unexpected postoperative refractive outcome. Additional information was requested.